Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. The analyst indicated that beginning (B)(6) 2015, r wave amplitude decreased from 4mv to 1mv. I has since recovered to 4mv and was last measured at 4.4mv. Concomitant product: 4017, lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that right ventricular (rv) lead exhibited a diminished r-wave. It was noted that lead trends revealed a decrease in r-wave approximately ten months prior before increasing and decreasing again. Stable impedance trends and capture thresholds were noted. The lead was reprogrammed to improve sensing and remains in use. No patient complications have been reported as a result of this event.